Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal surgery') in a 44-year-old female patient who had essure (batch no. 699886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine myoma, seasonal allergy, cholecystectomy and chronic cervicitis. Previously administered products included for an unreported indication: estroven. Concurrent conditions included blood pressure high, ovarian cyst, right lower quadrant pain, upper abdominal pain, buttock pain, menses irregular, abdominal pain, fibroids, nocturia, arthritis, prophylaxis against postoperative nausea and vomiting, metrorrhagia, skin lesion, essential hypertension, endometriosis of pelvic peritoneum, cervix disorder, ovarian disorder, fallopian tube disorder, nabothian cyst, follicular cyst of ovary, paratubal cyst, fibrosis, pelvic pain female and overweight. Concomitant products included contraceptives since 2005 to (B)(6) 2010, estradiol (B)(6) 2018 to (B)(6) 2019, ethinylestradiol;norethisterone acetate (loestrin) since 2009 to (B)(6) 2010, lisinopril since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pain in extremity ("down the front of my right leg") and underwent cholecystectomy (seriousness criterion medically significant), 1 year 11 months after insertion of essure. In 2012, the patient was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced sinusitis ("allergic or hypersensitivity reaction type: chronic sinus infections to the point I was tested for general allergy triggers but not nickel"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), coital bleeding ("other injury(ies) or complication please describe: occasionally) there would be bleeding after sexual intercourse"), abdominal distension ("hormonal changes- describe: bloating") and fatigue ("hormonal changes- describe: fatigue"). In 2017, the patient experienced eye movement disorder ("vision/eye problems type: eye twitching"). On an unknown date, the patient experienced anger ("hormonal changes describe: easily angered at times"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, eye movement disorder, coital bleeding, abdominal pain lower and pain in extremity had resolved, the cholecystectomy, mood swings, anger, night sweats, hot flush, weight increased and abdominal distension outcome was unknown and the sinusitis, migraine and nausea was resolving. The reporter considered abdominal distension, abdominal pain lower, anger, cholecystectomy, coital bleeding, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, sinusitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date leave began: (B)(6) 2012. Date leave ended: (B)(6) 2012. Reason: gall bladder removal surgery. Date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018. Reason: hysterectomy. The distal and mid portions of both fallopian tubes are serially sectioned at 4mm intervals, during sectioning, the distal tip of one coil is inadvertently severed. While attempting to unscrew the device; one spring is . Partially 'uncoiled ·at one end. Current weight 165 lbs. Descrepant information regarding essure insertion date,according to pfs date(s) of insertion: (B)(6) 2010 and according to mr she had an essure placed in 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: small myomas or adenomyosis in uterine wall (uterus is normal size) and a simple right ovarian cyst 2.4 x 1.5 x 2.1 cm in size, normal blood flow to both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, night sweats, right leg pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal surgery') in a (B)(6) year old female patient who had essure (batch no. 699886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine myoma, seasonal allergy, cholecystectomy and chronic cervicitis. Previously administered products included for an unreported indication: estroven. Concurrent conditions included blood pressure high, ovarian cyst, right lower quadrant pain, upper abdominal pain, buttock pain, menses irregular, abdominal pain, fibroids, nocturia, arthritis, prophylaxis against postoperative nausea and vomiting, metrorrhagia, skin lesion, essential hypertension, endometriosis of pelvic peritoneum, cervix disorder, ovarian disorder, fallopian tube disorder, nabothian cyst, follicular cyst of ovary, paratubal cyst, fibrosis, tenderness and overweight. Concomitant products included contraceptives since 2005 to (B)(6) 2010, estradiol (B)(6) 2018 to (B)(6) 2019, ethinylestradiol; norethisterone acetate (loestrin) since 2009 to (B)(6) 2010, lisinopril since (B)(6) 2018 and medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pain in extremity ("down the front of my right leg") and underwent cholecystectomy (seriousness criterion medically significant), 1 year 11 months after insertion of essure. In 2012, the patient was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In (B)(6) 2014, the patient experienced sinusitis ("allergic or hypersensitivity reaction type: chronic sinus infections to the point I was tested for general allergy triggers but not nickel"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), coital bleeding ("other injury(ies) or complication please describe: occasionally) there would be bleeding after sexual intercourse"), abdominal distension ("hormonal changes- describe: bloating") and fatigue ("hormonal changes- describe: fatigue"). In 2017, the patient experienced eye movement disorder ("vision/eye problems type: eye twitching"). On an unknown date, the patient experienced anger ("hormonal changes describe: easily angered at times"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, eye movement disorder, coital bleeding, abdominal pain lower and pain in extremity had resolved, the cholecystectomy, mood swings, anger, night sweats, hot flush, weight increased and abdominal distension outcome was unknown and the sinusitis, migraine and nausea was resolving. The reporter considered abdominal distension, abdominal pain lower, anger, cholecystectomy, coital bleeding, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, sinusitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date leave began: (B)(6) 2012. Date leave ended: (B)(6) 2012. Reason: gall bladder removal surgery. Date leave began: (B)(6) 2018. Date leave ended: (B)(6) 2018. Reason: hysterectomy. The distal and mid portions of both fallopian tubes are serially sectioned at 4mm intervals, during sectioning, the distal tip of one coil is inadvertently severed. While attempting to unscrew the device; one spring is . Partially 'uncoiled ·at one end. Current weight (B)(6). Discrepant information regarding essure insertion date, according to pfs date(s) of insertion: (B)(6) 2010 and according to mr she had an essure placed in 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram on (B)(6) 2010: result: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2018: small myomas or adenomyosis in uterine wall (uterus is normal size) and a simple right ovarian cyst 2.4 x 1.5 x 2.1 cm in size, normal blood flow to both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, night sweats, right leg pain, pelvic pain. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs+mr received. Lot number added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: chronic sinus infections to the point I was tested for general allergy triggers but not nickel, hormonal changes describe: mood swings, easily angered at times,night sweats, hot flashes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),migraines / headaches, nausea, surgery (other) type of surgery: gall bladder removal surgery, vision/eye problems type: eye twitching, weight gain, other injury(ies) or complication please describe: occasionally) there would be bleeding after sexual intercourse, lower abdominal pain, pelvic pain, down the front of my right leg pain were added. Case becomes valid. Removal details added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.